Event description:
During service, depleted batteries were found to have occurred. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known.